Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and blank display anomaly. Customer's blood glucose level was 500 mg/dl. Troubleshooting was declined. Customer advised they changed the battery and the issue was resolved. The insulin pump will not be returned for analysis.